Manufacturer narrative:
(B)(4). (B)(6). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. During the event history log review, an increased intra-peritoneal volume event was identified. However, the root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013 at 01:36:12. During night drain cycle five, the patient's ultrafiltration reading was 1008ml, indicating the home patient (hp) drained 1008ml more than their maximum programmed fill volume of 1600ml. No additional information is available.